Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had issues. A field service engineer (fse) found no current failures on the station for full height drawers 4 or 5, but the customer reported intermittent issues. Fse powered down the device, opened the back panel, and reseated all connections for drawers 4 and 5. Both drawers were then tested in hardware test application with good results. All cubies were ejected, and debris was removed from the cubie trays. The customer subsequently tested both drawers in the application and confirmed normal operation with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 failed to open, with pockets d1 and d3 not detected on the bus. Multiple recovery attempts, including rebooting, were performed but were unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.